Event description:
2026-jan-28 (rep): additional information was received. It was reported that the site was using the system, and the issue had not reoccurred.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no reported impact on patient outcome.

Manufacturer narrative:
H2) additional information added to section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that the wired network instability at startup was non-contributory as imaging system's scan transfer operated over the dedicated isoc cable. Three isoc drops during imaging system's setup self-recovered within 2 seconds each, consistent with cable seating during or preparation; the navigation system responded correctly throughout. The intra-operative scan was successfully transferred and registered at 13:05:55 with the nav tag assigned. For the first post-operative scan (14:31:44), the navigation system entered "waiting for exam to be transferred" but the imaging system never issued the "start exam transfer" command; no motion detection or tracker errors were logged, indicating an imaging-system-side failure. For the second post-operative scan (14:54:40), the isoc cable was physically disconnected at 15:01:38, which the navigation system correctly detected and reset. Transient ir interference on imaging system's trackers self-cleared in under one second. Only the intra-operative exam existed in the database; no post-operative exams were received. No software anomaly or defect was identified. Failures were attributed to the imaging system's hardware, hospital network and isoc cable interface factors. Closed as a non-software issue. There were no failures found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: information regarding the fdp code has been corrected in this report. Additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The event occurred post-operatively during a final spin of the imaging system during a thoracolumbar fusion. There was no delay in the procedure. There was no inaccuracy. The issue involved a scan not being able to be used for navigation. The site used a previous scan to make an adjustment on a surgeon related screw placement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0. H3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used post-operatively after an unknown procedure. It was reported that there was an issue obtaining images with nav tag during post-op spin. A manufacturer manufacturer representative (rep) reported that images for navigation were taken and transferred with no problem. Then, for the post-op spin, the images did not transfer, even though all boxes appeared green and camera could see all trackers. Before attempting to retake second post-op spin, the rep noticed that the imaging system tracker box was red. The rep switched away from image acquisition screen and back and the imaging system tracker box had updated to green. The rep re-took post-op spin, but images did not transfer over and did not have nav tag. The surgeon used the intra-operative first imaging system spin to make adjustment to the screw since anatomy from the first scan still was accurate. The screw was misplaced due to using non-navigated screw driver and directed screw off originally planned trajectory.